Event description:
A nurse reported low phaco power during procedures. The cases took slightly longer, but there was no harm to any patients.

Manufacturer narrative:
The company representative examined the system and confirmed the voltage was low on the u/s (ultrasound) controller. The company representative replaced the u/s controller pcb (printed circuit board) assembly to resolve the issue. The system was then tested and met product specifications. The replaced u/s controller pcba was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).